Event description:
On (B) (6) 2010 a doctor reported to sybron implant solutions (B) (4) that a patient had a pitt easy abutment hex fracture. This is the first of two incidents.

Manufacturer narrative:
It was reported that a patient had a fractured abutment hex. The product was returned to sybron implant solutions (B) (4) for evaluation. The evaluation indicated that the abutment hex meets product specifications and that the fracture was caused by loosening due to overloading. This is not a product failure.